Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection (local, driveline, pump pocket), and stroke as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a bacterial infection at the mediastinum. The patient underwent a drainage procedure of a mediastinal tumor and was administered drug therapy. On (B)(6) 2021, the patient developed neurological dysfunction. The patient had been given heparin and their activated partial thromboplastin time (aptt) was shorter than the target range. The patient experienced paralysis on the left side of their body. A computed tomography (CT) scan was performed that revealed a right sided intracranial bleed. A surgical procedure was performed and the patient was given medication. They were discharged on (B)(6) 2021.